Manufacturer narrative:
No pt injury has occurred following this incident.

Event description:
Customer reported on a bravo capsule which failed to attach. The physician used another capsule and it worked as suppose to. The pt did not suffer from any adverse event during the procedure.